Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the irrigation line detached from the handpiece and the anterior chamber collapsed. The tip was likely to contact the endothelium. Additional information has been requested but not yet received.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot and the first reported for this issue. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; therefore, visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).